Manufacturer narrative:
This is a supplemental report to provide additional information based on the evaluation of the device. The device manufacturer date was identified and filled. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on october 26, 2017. There was no separation of the ptfe pad of the subject device. The ptfe pad was partially worn and torn. There were contact marks on the probe and the non-insulated part of the grasping section due to contacting with each other. The short circuit error did not occur when an operator output in seal mode with the grasping section closed. The manufacturing record was reviewed and found no irregularities. There was no malfunction which caused or might cause the fragment of the ptfe pad to fall inside the patient. Therefore omsc is retracting this MDR. The short circuit error reported by the user is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn and torn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The probe contacted with the non-insulated part since the ptfe pad was worn. The short circuit error occurred when the user output in seal & cut mode with the probe contacted to the non-insulated part, and then the contact marks occurred.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During an uncertain procedure, two tb-0009ofs were used. When the doctor used two tb-0009ofs, short circuit errors occurred, and the ptfe pads of two tb-0009ofs were peeled. The procedure was completed with a similar device. There was no patient injury reported. This is the report regarding the ptfe pad damage of the second tb-0009of. Another report regarding the first tb-0009of is going to be submitted separately.